Event description:
Information was received indicating that this smiths medical medfusion pumps infused 24 hours of lipids in a short time and did not recognize the syringe size correctly. It was reported that the pump was reading a 30 ml syringe as a 5 ml syringe. No patient injury reported.